Event description:
Caller states patient received result of 220 mg/dl on the advantage system and result of 84 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the aviva system (lot number 301737, expiration date 06/30/2010). Reference medwatch report with patient identifier (B) (6) for the suspect device used in the advantage system.